Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm during auto test. Insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, however, unit failed the self test. Unit passed dat at 0.08730 inches. Test p-cap and reservoir locked properly into reservoir compartment, however, damage was noted to the retainer ring. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms noted during testing, however, a no delivery alarm on 09/28/2021 20:51:00.000 during bolus/basal/priming was present in the history/trace file. Pump error 63 var 03 alarmed during self test on 09/16/2022 06:47:50.000 due to a hardware defect. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on pcb1 and the motor slide. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked, cracked reservoir tube lip and cracked retainer. Pump passed full function tests. Pump error 63 var 03 alarmed during self test due to broken trace u1 pin6 on keypad assembly. Insulin flow blocked alarm was not confirmed and no unexpected insulin flow blocked alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.